Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, the right ventricular lead exhibited insulation damage. No electrical anomalies were noted. The physician elected to repair the lead. The patient was in stable condition.